Manufacturer narrative:
The device history record (DHR) of the last three shipments to (B)(6) of the plate 21133-4 and the resp. Screws were inspected and showed no deviations. The quality forms met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing that would contribute to this complaint condition. A review of the raw material device history record revealed no deviation. The material was determined to be conforming and was used as is per product development approval. We have consulted an experienced trauma surgeon for his independent opinion: (B)(6): the x-ray shows a subcapital fracture that was not reduced in good way. This led to a pseudoarthrosis and subsequent to a fatigue fracture of the implant. Furthermore, the plate is not indicated for subcapital humeral fractures.

Event description:
It was reported that screws backed out of a proximal humeral plate, 4-hole postoperatively. Original implant date in (B)(6) 2014. A revision surgery was performed on an unknown date.